Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the contact received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. There was no patient involvement, as the pump was being used for demonstration purposes and not being used for insulin therapy.